Event description:
Hospital advised all four channels were in operation when the pump alarmed and stopped infusing. This occurred in intensive care unit on an open heart patient. Emergency medication was required due to a loss of blood pressure.